Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -5.50/0.50/101 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged with a longer length lens due to "vault is 0, and we need 13.7 icl". The problem was resolved.